Event description:
Reporter indicated that at patient's office visit high lead impedance was obtained during a system diagnostics test. Implant warranty and registration card received by manufacturer stated that the patient's generator was replaced, and also that "screws became loose x2 -malfunction of device/equipment suspected." Postoperative system diagnostics test yielded results within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.